Manufacturer narrative:
The user alleged that a 1.65u bolus had been delivered by the system that was not programmed by the user. Investigation of the returned pod found no damages or manufacturing deficiencies that would result in an uncommanded bolus. The pod data showed that an 0x1c alarm had been generated, indicating that the pod reached the expiration time of 80 hours. Inspection of the pod data and phb data showed no evidence of an overdelivery of insulin. The phb data confirmed that boluses of 1.65u were delivered on the date of occurrence. The agc algorithm was found to adapt the automated insulin appropriately based on egvs and user inputs. Android log files were uploaded to the cloud system from the controller sn listed in the complaint. The audit logs showed the delivery of two 1.65u boluses within 5 minutes of each other. Both boluses showed evidence of programming, with the first bolus showing the use cgm option was used to add a bg reading of 161 mg/dl to the calculation and the system determining that the confirm button was pressed to confirm the bolus amount of 1.65u, and the second bolus showing that a carb amount of 15g was added to the bolus calculator and the confirm button was pressed to confirm the bolus amount of 1.65u. No evidence of an uncommanded bolus was observed in the available log files. The system was found to function as intended.

Event description:
Customer reports that her bg levels went low (60 mg/dl) after she arrived at the surgery center. Customer states that they switched her ivf to dextrose solution. Customer looked at her op5 app on her phone and it shows that she has 0.65 units of insulin on board (iob). Customer states that last bolus on her home screen shows that a bolus of 1.65 units of insulin was given at 05:30 on (B)(6) 2024. Customer states that she was still sleeping and denies giving a bolus at this time. The device logs will be investigated.